Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the audiologist, it was reported that the patient's abutment was removed and skin revision was performed under a general anaesthetic on (B)(6) 2018.